Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, customer general hygienist (B)(6) reported that gas unit was making a loud fan noise. Customer reported that gas unit "switched gases" the previous day and that it did not read gas correctly. Customer reset the gas unit and the ticking sound stopped. Customer called to report that ticking sound started again. Customer could not provide additional details regarding the issue. Subsequent attempts to gather information were unsuccessful. To date, device has not been returned to nka for evaluation and/or repair. Service requested: repair. Service performed: investigation result: the root cause of the reported issue could not be determined. Gf-210ra sn: (B)(6) was put into service on 10/23/2013. Service history shows the following: 12/10/2015, 300033240: doctor reported device would not power up. Nka repair center evaluated the device and could not duplicate the reported issue. Device powered up and performed per manufacturer's specification. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The general hygienist reported that there was a loud fan noise and the multigas unit was not reading the correct gases and switched gases. The caller could not provide us any additional details regarding this matter. They reset the gas unit and the ticking sound stopped initially but it started making ticking sounds again.

Manufacturer narrative:
The general hygienist reported that there was a loud fan noise and the multigas unit was not reading the correct gases and switched gases. The caller could not provide us any additional details regarding this matter. They reset the gas unit and the ticking sound stopped initially but it started making ticking sounds again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The general hygienist reported that there was a loud fan noise and the multigas unit was not reading the correct gases and switched gases. The caller could not provide us any additional details regarding this matter. They reset the gas unit and the ticking sound stopped initially but it started making ticking sounds again.